Event description:
Used drops developed skin itching & burning and perceived skin (cheek) redness in 20 minutes. Also developed shortness of breath as chief complaint. No globe scleral injection. Sob resolved - anxiety? Dose, frequency & route used: two drops bilateral eyes. Therapy dates: (B) (6) 1997. Event abated after use: yes.